Event description:
It was reported that the customer's insulin pump display screen cracked across the bottom and that the display is discolored with certain areas blank. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 159 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.